Event description:
Whole front of mics handpiece fell apart.

Manufacturer narrative:
Reported event: it was reported that the mics locking mechanism failed during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate 25 devices were manufactured under lot: k08ln and 24 including 4201243 were accepted into final stock on 12/06/16. A review of qt-16-12-0018 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number: k08ln, p/n: 209063 shows 04 other complaint(s) related to the failure in this investigation. The complaints are pr 128481, 1518631, 1586820, 1817533. Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA: 1450904.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Whole front of mics handpiece fell apart.